Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (unable to fully power on) was confirmed. Upon investigation, the battery charger/modem was unable to recharge a battery. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger and reported that the charger was unable to fully power on.